Event description:
Right total knee surgery was in progress when surgeon asked for bone cement to be mixed. First batch was prepared and brought to the field. Surgeon noted that the cement was too thin to be implanted and would need to be remixed. Circulator grabbed new supplies and cement was prepared in the same fashion as the first batch. Circulator noted that the nitrogen pedal was not holding its pressure gauge, and was sliding from green to yellow levels rapidly, indicating that the mixing bowl was not holding its seal properly, rendering the cement inadequate for implanting. Circulator grabbed new supplies and cement was mixed in the same fashion without further complications. Surgeon was able to implant the new batch and proceed with the case without issue. Products defective: simplex p speedset ref# 6192-1-001, lot# dgf015, exp# 03/31/2026. (3) simplex p speedset ref #6192-1-001, lot# dgf016, exp# 03/31/2026. Stryker acm bowl and 180.0g cement cartridge with breakaway free nozzle ref# 0306-563-000, lot# 25150012, exp# 05/01/2026.